Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving morphine 20mg/ml for a total dose of 13.994mg/day via an implantable pump for _____. It was reported on (B)(6) 2017 the patient has noted poor pain relief recently and evaluation in pain clinic revealed probable occlusion of the implanted intrathecal catheter since unable to aspirate during a catheter dye study. On (B)(6) 2017 a catheter access port (cap) contrast study revealed a catheter occlusion. Intervention included other surgical intervention and the catheter was revised, spliced on (B)(6) 2017. The outcome of the event resolved without sequelae on (B)(6) 2017. The etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was unlikely related. The event date was (B)(6) 2017. The etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was related. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported the cause of the catheter occlusion was not determined. The patient's baseline weight was (B)(6)lbs.